Event description:
It was reported that a second sensor was implanted due to dampened waveforms from the patient's initial sensor.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was confirmed by the technical heart failure specialist team that the patient's cardiomems waveforms were dampened. The physician is currently monitoring the patient. There were no adverse consequences to the patient.